Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the medical assistant (ma) gave the patient an influenza vaccine injection. After the patient received the injection, the ma was going to secure the needle with the safety syringe. As she was doing this, the influenza syringe snapped in her hand. The involved device was a magellan hypodermic safety needle 25g x 1. The ma intended to secure the safety device without the syringe breaking. Per the initial reporter on 18feb2025, no additional information is available.